Event description:
The customer reported a spill of cidex opa. The customer reported that the spill occurred when they were moving an office and some engineering people put a container on top of the desk and the container fell off the desk and spilled. It was reported that the solution had been neutralized and cleaned up before they used bleach on the spill area. The customer reported an employee who complained of nausea and diarrhea after the spill. The employee did not seek medical attention or require treatment.